Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg failed to communicate with external devices. In turn the ipg was deemed inoperable. As a result the ipg was explanted and replaced which resolved the issue (reference 1627487-2018-07177). Effective stimulation was restored post operatively.